Event description:
Called to bedside by nurse due to peripherally inserted central catheter (PICC) broken apart and not repairable. Broken at leur lock hub. Dressing last changed 1 day prior. Now noted to have edges of dressing loose, and approximately 5 cm of catheter noted to be outside of sterile dressing with remaining 20 cm of catheter intact when discontinued. Notified nurse practitioner. Only needs 3 more days of antibiotics, so placed peripheral intravenous line (piv).